Event description:
Few days after implant, pericardial effusion was observed. The patient received medication to relieve the symptoms. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.